Event description:
It was reported that a patient with a 19mm 3000tfx aortic valve in aortic position is under evaluation for a possible valve in valve procedure after an implant duration of 6 years, 5 months due to regurgitation.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation that a patient with a 19mm 3000tfx aortic valve in aortic position underwent a valve replacement procedure after an implant duration of six (6) years, 10 months due to regurgitation. The patient presented with heart failure and shortness of breath. Avr was completed with a 21mm 11500a aortic valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2 - b5, d6, g3, g6, h2, h6.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per doc-0249230, regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, type of investigation, and investigation conclusions). Engineering evaluation summary: the most likely root cause is patient-related factors, including hyperlipidemia (hld), diabetes mellitus (dm), coronary artery disease (cad). All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through investigation that a patient with a 19mm 3000tfx aortic valve in aortic position is under evaluation for a valve in valve procedure after an implant duration of six (6) years, five (5) months due to regurgitation. The patient presented with heart failure and shortness of breath.